Event description:
During a urology procedure, the surgeon deployed the uromax balloon dilation catheter in the right ureter. The surgeon pushed a small amount of fluid in (2-3 mmhg), he then looked at the gauge on the balloon, and it was barely registering. He then started to turn the knob on the pressure gauge and it shot way up (26 mmhg) and then dropped down. The c-arm showed a wide spread of contrast. Visualization through the scope showed peritoneal fat. Right ureter was confirmed to be ruptured. During the procedure, it was noted that the pt had two right ureters. The surgeon placed a stent in both stents on the right side. The surgical procedure was aborted. Pt was extubated and taken to the post recovery department to wake up. Pt was discharged to home and doing well. The uromax was inspected by the surgeon and director. It was taken out of use. The rep was contacted and it was decided that all balloons with same lot number would be pulled from the shelves and sent back to the manufacturer.